Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was the battery door mechanism snagging the rear hinge of the battery compartment. Upon further investigation, a defective air in line detector was found. This was determined to be reportable issues. The air in line detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a missing battery separator. The investigation confirmed the customer¿s complaint, and a damaged air detector was identified. This issue was determined to be reportable.